Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced postoperative pain and was unable to move his legs. Upon inspection, the reservoir was found to be compressing the femoral nerve. As a result, the reservoir was explanted and replaced on the left side. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404238. Serial number: n/a. Batch/lot number: 1100759784. Model/catalog description: pump and cylinder. Unique identifier (UDI) #: (B)(4).